Event description:
Inflation could not be maintained on two tracheostomy tubes. This was detected moments after insertion. It was also reported that both devices were tested prior to insertion with no problems detected. There was one (1) pt involved with no reported pt compromise. Only one (1) of the two (2) devices was available to be returned to the MFR for analysis and investigation. The device was received on 2/10/97.